Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, a search for similar complaints, log review, labeling review, device history review, accuracy testing, and field data review. No adverse trend was identified for the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data and calibrator data were analyzed and compared to an established control limit. Evaluation indicated that the patient median results and calibrator results for this lot is within the established control limits and no unusual reagent lot performance was identified. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely positive troponin-I results while using the architect stat troponin-I reagents. The following data was provided for one patient. The customer uses cutoff 0.028 ng/ml. (B)(6) initial 0.032, repeat 0.010, 0.012. (B)(6) < 0.010, 0.024, 0.012. No treatment was provided to the patient. No impact to patient management was provided.